Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error where the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose level was unknown at the time of the incident but it was 286 mg/dl at the time of call and will treat with manual injection. Customer stated the insulin pump started beeping and got a message to restart. The customer was able to rewind the device. The customer was assisted with performing displacement test and it failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest. No pump error noted. However, unit alarmed pump error during rewind due to corroded motor home switch. Unable to perform basic occlusion test, occlusion test, force sensor test or displacement test due to motor anomaly. Unit received with minor scratches on case and minor scratches on lcd window.